Event description:
It was reported that the tip of the instrument broke off during use. No patient complications were reported.

Manufacturer narrative:
(B)(6). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a nonconformance to specification.

Manufacturer narrative:
Visually confirmed approximately ~3 mm of the instrument tips have been broken off, consistent with interface during usage. Dimensional inspection of relevant dimension verified conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, with the tip just below the fracture surfaces are plastically deformed, consistent with torsional overload. The above findings are consistent with torsional overload.